Manufacturer narrative:
(B)(4). Additional information will be provided upon conclusions of the investigation.

Event description:
On (B)(4) 2018 arjo has become aware about the event, which occured in (B)(6) in (B)(6). During the transfer, the spreader bar (part on which patient and the sling are attached on) detached from the maxi sky 2 ceiling lift. As a result, the resident fell approximately 10 cm on the bed. The caregiver who was present during the transfer, caught the spreader bar to protect the patient. As the consequence of the event, the patient had a slight hit on the arm and the caregiver sustained the dorso-lumbar sprain.

Manufacturer narrative:
On 19-jul-2018 arjo has become aware of the event, which occurred in centre hospitalier (B)(6) in canada. During the transfer, the device's spreader bar (dynamic positioning system) came loose from the scale and detached. As a result, the resident fell approximately 10 cm on the bed. The caregiver who was present during the transfer, caught the spreader bar to protect the patient. As the consequence of the event, the patient had a slight hit on the arm and the caregiver sustained the dorso-lumbar sprain. The resident involved in the event was 77 years old male, weighing 86.5 kg. After the incident, the customer facility decided to remove all maxi sky 2 ceiling lifts scale connections. The involved scale (with model number: 700-19485 and serial number: (B)(4)) was manufactured on 12 sep 2016. It was not possible to determine the accurate serial number of the ceiling lift that was connected with the involved scale quick- connect. The maxi sky 2 ceiling lifts used at the customer facility were serviced by the third party service provider. The dynamic positioning system (dps) was connected to the quick connect of the corporate suspended scale. The scale is intended to be used with patient lifters to measure the weight of a patient who cannot stand on a scale. It is designed to be used indoors in hospitals, nursing homes, home care or health care facilities. It must be operated by trained caregivers with adequate knowledge of the care environment, its common practices and procedures, and in accordance with the guidelines in the instructions for use. Caregivers shall continuously attend the resident/patient during the usage. This quick connect mechanism allows the caregiver to change the spreader bar in a few steps without using any tools. During the investigation it was concluded that this hazard could be replicated under a specific sequence of events, under the specific conditions that may lead to a potential risk of injury to patients. To reduce the risk of spreader bar detachment arjo initiated a global recall with an internal reference number (B)(4). The affected quick connect scale is supposed to be corrected in the field. The appropriate communication (field safety notice) was distributed to the customers to inform about the corrective action. The device involved in the event was not retrofitted yet. The involved customer was notified via filed safety notice (fsn) how to safely use the device, under the condition specified and described in the fsn until the upgrade will be performed. After the event, the customer confirmed that the maxi sky 2 involved in the event was handled in accordance with the recommendation included in the fsn. Detailed information, which could verify whether all steps were followed was not made available by the customer facility. It should be noticed, that before the field action was initiated the verification of the procedure how to handle the affected devices was performed. It was confirmed that if all recommendations are followed, then there is no possibility to lose the scale connection of the spreader bar. When reviewing the reportable events for maxi sky 2 ceiling lift registered during the last 5 years, we have found a limited number of cases related to the spreader bar detachment. To conclude, the maxi sky 2 ceiling lift equipped with quick connect scale was being used at the time of the event. The spreader bar detached during use, therefore from that perspective, the system was not according to the manufacturer's specifications. The complaint decided to be reportable based on the potential of serious injury if the incident would to re-occurred: resident's fall during the transfer.

Event description:
On 19-jul-2018 arjo has become aware of the event, which occurred in centre hospitalier (B)(6) in canada. During the transfer, the device's spreader bar (dynamic positioning system) came loose from the scale and detached. As a result, the resident fell approximately 10 cm on the bed. The caregiver who was present during the transfer, caught the spreader bar to protect the patient. As the consequence of the event, the patient had a slight hit on the arm and the caregiver sustained the dorso-lumbar sprain. The resident involved in the event was 77 years old male, weighing 86.5 kg.

Manufacturer narrative:
Collecting information is ongoing. Additional information will be provided upon conclusions of the investigation.

Manufacturer narrative:
Collecting information is ongoing. Additional information will be provided upon conclusions of the investigation.